Event description:
It was reported that cgm error occurred repeatedly on pump, including prior incidents on same device, and caller had not reset pump for this error in the last 24 hours. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer arranged for pump replacement under warranty, planned to continue using current pump as backup therapy until replacement arrived, and was instructed to place pump into storage mode, reenter pump settings, reconnect cgm to replacement pump, and return problematic pump using prepaid label within 10 days, which caller understood and acknowledged.